Event description:
It was reported that pump experienced malfunction after customer had been on high speed thrill rides, with malfunction alarm displayed. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.